Event description:
It was reported that during a gall bladder procedure, the clips did not hold on the device; dropping clips. A like device was used to complete the case. No patient consequence reported.